Manufacturer narrative:
The medical center in (B)(6) has not returned for analysis any impella product. The team did clarify that the patient had underlying peripheral disease. Patient condition contributed to the outcome. Should the team in japan furnish more details or product for testing, another report will be filed. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) inserted an impella cp via the femoral artery for hemodynamic support of patient admitted in shock. The patient was known to have peripheral arterial disease and claudication but, the impella was inserted via the femoral and when the limb became ischemic the team placed an antegrade sheath for perfusion.